Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the complaint report, a conclusive cause for the reported difficulty removing the device from the guide wire could not be determined. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaint cannot be determined since the device or components were not returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that an armada percutaneous transluminal angioplasty (pta) catheter got stuck with a non-abbott guide wire. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.